Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade unknown, and "appearance of voluminous edema and right breast swelling. Imaging shows a peri-prosthetic effusion". It was noted "this lymphoma is limited to the periprosthetic capsule". Patient was officially diagnosed with alcl the following month after explant surgery.

Event description:
Healthcare professional reported right side "anaplastic large cell t lymphoma." The device was explanted. Healthcare professional additionally reported capsular contracture, baker grade unknown, and "appearance of voluminous edema and right breast swelling. Imaging shows a peri-prosthetic effusion". It was noted "this lymphoma is limited to the periprosthetic capsule". Patient was officially diagnosed with alcl the following month after explant surgery.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Physician information: (B)(6). Contact: (B)(6).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to "anaplastic large cell t lymphoma." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side "anaplastic large cell t lymphoma." The device was explanted.